Event description:
The customer reported that an erroneous low creatinine kinase (ck) result without instrument flags was generated from an au400 clinical chemistry analyzer for one patient on (B)(6) 2012. The customer had indicated that the initial ck result recovered at a value of 44 u/l. The initial, erroneous result was reported outside the laboratory; however, there was no death, serious injury or modification to patient treatment associated with this event. The customer questioned the initial result due to "it being lower" than what they expected. The patient had a previous sample yielding a much higher ck result. The sample was repeated with a result of 418 u/l, which was in line with customer expectations, and within the normal reference range for the analyte. The customer indicated that quality control results during the timeframe of this event were within established specifications. There were no visual abnormalities identified with the specimen. Specific patient information, additional system performance information and additional sample collection handling information was not provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event. The customer cancelled the service request. There have been no further reports of erroneous results from this customer to date. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that the erroneous results could be attributed to either a sample dispense or r2 dispense issue. The failure mode for this event is unknown.